Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a bubbled and unattached downstream occlusion (dso) seal during testing. There was no patient involvement.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the device has a bubbled and unattached downstream occlusion (dso) seal" was confirmed through visual inspection and occlusion test. The probable cause was unknown. Replaced dso seal. The device passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.